Event description:
The customer reported that during a patient event where the patient was being transported, the customer's device lost power on several occasions. It was reported that service indicator became illuminated right before the device lost power. The customer stated that the reported loss of power events did not affect the outcome of the patient. The customer did not provide any additional details of the patient event. The patient survived and did not suffer any adverse effects.

Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and was unable to duplicate or verify the reported failure. Additionally the electronic patient event record from the event was evaluated and it appears that the likely cause of the reported issue was that the battery in well number two (2) may have had a loose connection; however this could not be confirmed. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. A conclusive cause of the reported failure could not be determined.